Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2018. No additional event or patient information is available. The complaint states that inaccurate readings were reported. Data was provided for investigation. The complaint confirmation was not confirmed. The root cause could not be determined post investigation as no defect was found.